Manufacturer narrative:
(B)(6). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacture date details were not received from the customer. Sectiong4: 510k number of the bc100- bubble CPAP generator is not available as it is part of the bubble CPAP system kit. Customer has not provided the model number reference of the bubble CPAP system kit. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in ohio reported on behalf of a healthcare facility that the CPAP probe of the bubble CPAP generator, as part of the bubble CPAP system kit (subject device), shifted from a prescribed pressure level of 6cmh2o to 7cmh2o pressure. There was no reported patient consequences.